Event description:
It was reported that during a lap cholecystectomy, the device malfunctioned. Another device was used to complete the procedure. No adverse consequences reported. No additional information is available.

Manufacturer narrative:
(B)(4). Fired through lockout. The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted that the lockout had been fired through and the orange indicator did not show up. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.